Manufacturer narrative:
The company representative replaced the pneumatic drive assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the unit generated a low vacuum alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.